Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm after first cycle before buffy coat collection. Customer claimed that the bowl broke at the top which caused a big leak. The estimated blood loss was 90 ml. Pt was feeling fine during treatment.

Manufacturer narrative:
Batch record review of xts kit lot y710 showed that this lot met all release requirements. The complaint sample was not returned, therefore, the reported defect cannot be verified. (B)(4).